Event description:
It was reported that the left ventricular (lv) lead was noted with insulation damage. The blue coving had disrupted exposure of the lead body below. Measurements were acceptable and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2008; 694765 implantable tachy lead, (B)(6) 2008. (B)(4).